Event description:
--

Event description:
Boston scientific received information that this patient with this pacemaker and right ventricular (rv) lead exhibited syncope and dizziness with 30 seconds of therapy delay. The physician couldn't pinpoint the issue, so the entire system was removed and no replacement was implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned severed in two pieces, and the helix was stretched likely caused at explant. There was body fluid throughout the entire lead and the extraction stylet was still inside one of the segments. There were deformed conductor coils near the terminal pin, likely due to the tie down of the suture sleeve, and a cut in the insulation near the terminal pin, also likely due to the explant procedure. This damage was determined to be procedurally induced.